Manufacturer narrative:
Field representative was onsite during the event and he confirmed the problem. Rebooting the system and re-calibrating motion resolved the issue. No further issues were reported. No parts needed to be replaced.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, they had just taken a spin and were attempting to remove the imaging system. They opened the gantry and attempted to move the system backwards, but the system would not move. They rebooted the system and were able to move it. They then had to calibrate motion. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.